Event description:
The customer reported that the system locked up and required a system reboot to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fse securely re-seated the auxiliary interface pcb power cable connection and replaced the motherboard's 4.5v battery. The system was tested and found to be working as intended and returned to service.